Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the returned complaint device found that the balloon and the catheter did not have any visual defects and was in a good condition. Functional evaluation was performed and the balloon was inflated without problem; however, the balloon would not hold pressure due to the pinhole located over the shoulder in the distal section of the balloon. Based on the available information, it is possible that factors encountered during the procedure, the technique used by the physician during the procedure, the amount of strength applied by the customer during the movement of the balloon, and/or the interaction between the scope and the balloon could have caused the damage found. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a pylorus dilatation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon was attempted to be inflated; however, water was emerging from the balloon. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Investigation results revealed that the balloon found a pinhole; therefore, this is now an MDR reportable event.